Manufacturer narrative:
Corrected data: an initial medwatch was filed under 1720159-2020-0272, this listed the esu, system 5000 as the main device. After additional information was received, the hand piece was noted as being the most likely cause of the burn, not the system 5000. This report reflects both the initial and final filing of this incident with the hand piece as the main device and the esu as the concomitant device. Manufacturer narrative: reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported event cannot be verified. A complaint lot history was unable to be reviewed due to the unavailability of the lot number. DHR could not be reviewed due to the unavailability of the lot number. A two-year review of complaint history revealed there has been 18 complaints regarding 95 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the system 5000, 60-8005-001, caused a 3rd degree burn on the patient on (B)(6) 2020 during a de-clotting of an av graft and insertion of a graft in the upper left extremity. It is reported that the system 5000 did not have an audible tone. The patient's burn was noticed after they de-clotted but before they started to insert the graft in the upper left extremity. The patient's burn was in the upper inner left arm. The burn was approx. 6x3cm. The electrode (130309a, goldline pencil) was not stored in the holster, it was on the hand table attachment, per the facility, this is normal for this type of procedure. The settings were 30/30 cut/ coag. Burn wound was left open but had dressing applied. Patient was released but had follow up surgery the next day in outpatient surgery to remove eschar and closure of the wound. The system 5000 was last checked by conmed on (B)(6) 2019 and by the facility on (B)(6) 2019. The facilities biomed also checked the machine on (B)(6) 2020 after the case. An audible tone was heard by biomed. This report is being raised against the hand piece, 130309a, due to the location of the burn, the esu, 60-8005-001, is listed as a concomitant device. This report is being raised based on patient injury, it was reported the patient received a 3rd degree burn.